Event description:
The sheath was opened, inspected, flushed, and assembled properly intact and without incident. The radial artery was accessed, wired. From that point the sheath would not advance over the wire at the skin opening. Upon removal of the sheath it was noticed that the sheath had a tear on the side at the tip. The physician noted that the sheath tip seemed to "scrunch up." A new one was used and worked fine from the same lot number.